Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had under delivery on the insulin pump. The customer¿s blood glucose was 14 ¿ 16 mmol/l at the time of the incident and current blood glucose was 16 mmol/l. The customer was treated with insulin pump and injection. The customer alleges pump was under delivering because the blood glucose was still going up. The customer performed displacement test and was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to contact the health care professional and monitor blood glucose and pump. The insulin pump will not be returned for analysis.